Manufacturer narrative:
Investigation: up to now, products not provided. Therefore, an investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (4(5)severity x 1(5)probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: without the product, an exact cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Therefore, the root cause of the error is most probably usage-related. Conclusion and root cause: due to the current deviation, and according to explanation above, the exact cause cannot be determined. A CAPA is not necessary.

Event description:
It was reported that there was an issue with ej571p - flap valve f/1012.5&15mm troc. According to the complaint description, the plastic plate of a silicone valve was broken intraoperatively. The broken plastic plate was completely recovered, and the broken off part retrieved with tweezers. An additional medical intervention was required. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Associated medwatch reports: (B)(4), (9610612-2022-00063), ej570p. (B)(4), (9610612-2022-00064), ej571p. (B)(4), ej572p.